Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and verified that the instrument was properly grounded and there was no system leakage. The cause of the customer receiving a shock is unknown. The most probable hypothesis is an electrostatic discharge to system ground and not a system leakage. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer of an advia centaur xp contacted a siemens customer care center (ccc) specialist. The customer stated that the operator received an electrical shock while loading a sample probe holder onto the instrument. The operator experienced pain in their hand. No medical intervention or treatment was required. There are no known reports of an injury, medical intervention or any medical treatment.